Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-101-user used the wrong strip test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition has improved and no longer experiencing diabetic symptoms. However, the customer went into the emergency room at (B)(6) hospital. Customer's blood sugar was 400mg/dl. Customer received insulin to bring it down to 175mg/dl. Customer only receive 24 units of insulin and then follow up of 20 units of r insulin. On (B)(6) 2017 she left the emergency room with a blood glucose reading of 176mg/dl.

Event description:
Consumer reported complaint for low blood glucose results accompanied by symptoms. The customer is concerned with results obtained results of 24mg/dl. The expected fasting blood glucose test result range is 102-103 mg/dl. The customer did report symptoms of frequent urination. Medical attention is reported as a result of the actual blood glucose results and reported symptoms.. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is 10/03/2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) (B)(6). Customer using the wrong strips for her meter. Customer complained of increased urination; no other signs or symptoms of hypoglycemia or hyperglycemia. Customer stated originally that she did not need medical attention but at the end she decided to go to the doctor's office later. Customer was going to md and concerned with blood glucose of 24mg/dl fasting.